Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. (B)(4).

Event description:
During interrogation of the device, episodes of non-sustained oversensing were noted. Reprogramming suggestions were provided to the physician. The patient is stable and will continue to be monitored.